Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. G4. Device is exempt for premarket submission, number not available/not released.

Event description:
It was reported that during the procedure on (B)(6) 2026, the first omni scissors stopped working while in use. The physician then used a second pair of omni scissors and as soon as the device was put through the sheath, the blades came out and the other end of the blades shredded in a few pieces. The physician removed the scissors; however, pieces of the blade were left inside the patient. The physician was able to remove the shavings using a myosure device and all pieces were retrieved. It was confirmed that the pieces came from the second pair of omni scissors. No other information is available.